Manufacturer narrative:
Multiple good faith effort (gfe) attempts were made by a philips remote service engineer (rse) to obtain additional information regarding this event, but no further information or responses have been received. The rse also tried calling the hospital to request additional information, and they had no idea about the incident, as it occurred almost a year ago. The cause of the issue is unknown. The product malfunction was unable to be confirmed, because the customer did not respond to requests for additional information.

Event description:
It was reported in the mhra user report there was a death, as noted in the imdrf coding for f02, which is death. The description indicated the monitor had audible and visual alarms set to latching, which was no longer recommended. No additional information was provided; therefore, good faith efforts were performed.